Manufacturer narrative:
Concomitant medical products: product ID: e volutpro-26, serial/lot #: (B)(4), ubd: 25-aug-2020, UDI#: (B)(4); product ID: enveor-n, serial/lot #: (B)(4), ubd: 25-aug-2020, UDI#: (B)(4). Product analysis: the valve remained implanted and the guidewire and delivery catheter system (dcs) were discarded. Therefore, no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with a small left ventricle (lv) cavity and thick lv wall, following successful valve implant, a low aortic blood pressure was noted. An lv apex perforation and cardiac tamponade were observed. Per the physician, the medtronic guidewire caused the perforation. In addition, the physician noted the delivery catheter system (dcs) nose cone was close to the curve of the guidewire and may have contributed to the perforation. The cardiac surgical heart team was called in and surgical subxiphoid drainage was performed followed by sternotomy and lv apical repair. After the procedure, the patient was reported to be recovering well. Two days following valve implant, a computed tomography confirmed a middle cerebral artery ischemic stroke. Per the physician, the stroke was believed to be embolic and unlikely related to the lv perforation and cardiac tamponade. Eight days following valve implant, the patient died as a result of the stroke. It was reported the valve and dcs may have contributed to the embolism, stroke, and subsequent death. No autopsy was performed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.